Event description:
It was reported that screws were broken during planned removal. It is unclear how many screw were broken.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
Correction - please refer to d9 - the product was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no additional information was provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If any further information is provided or the device is returned, the complaint report will be updated.

Event description:
It was reported that screws were broken during planned removal. It is unclear how many screw were broken.